Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure, the port allegedly had a brown foreign object found attached to the product seal inside the individual package. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one sealed x-port isp port kit was returned for evaluation. Visual evaluation was performed on the returned device. An unknown brown substance was noted on the side tyvek product label within the outer package. Manufacturing site evaluation states that the tyvek tag through the slot (transparent part of the box) and brown solid matter was observed adhering to the tyvek. Therefore, the investigation is confirmed for the reported brown foreign object in the product label issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure, the port allegedly had a brown foreign object found attached to the product seal inside the individual package. There was no patient contact.